Event description:
It was reported that while the surgeon was implanting the implant the needle fractured inside of the patient's meniscus. The surgeon made an additional incision to remove the piece of the fractured needle from the patient. Attempt has been made to request additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4) g2: foreign: colombia. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product confirmed the needle has fractured and there are sutures that remain in the needle tip. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.